Event description:
Boston scientific received information that this left ventricular (lv) lead had exhibited dislodgment, having pulled back into the coronary sinus and demonstrating high thresholds. There were no reported adverse patient effects beyond the need for unplanned surgical intervention.

Manufacturer narrative:
To date, information suggests that this medical device has not yet been returned to boston scientific. As new information would become available, this report will be further evaluated and updated.